Manufacturer narrative:
MFR received date: 23 aug 2019. Date of report received: 30 aug 2019. The part was returned to the manufacturer for failure investigation. It was determined that the backup battery was tested, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The manufacturer¿s general sales personnel stated that the battery was defective right out of the box. There was no patient involvement.